Event description:
During a balloon angioplasty, the insufflator was noted to abruptly lose pressure. At this time, a syringe was attached to the inflation port and aspiration noted return of blood consistent with rupturing of the balloon. Attempts were made to remove the 6mm balloon over a wire, however, attempts to remove the wire was met with great resistance suggesting not only rupturing of the balloon but inversion of the balloon material on the balloon catheter. Given the severity of the situation, a decision was made to proceed with a foreign body retrieval. The removal caused re-thrombosis of the stented left superficial femoral artery and popliteal artery requiring additional aspiration thrombectomy followed by re-initiation of catheter directed chemical thrombolysis. Manufacturer response for medtronic balloon 6mmx200mx135mm, evercross balloon (per site reporter). Medtronic representative obtained the balloon and also filed a report with medtronic's company. The evercross balloon has been sent to medtronic for analysis and evaluation of the medtronic evercross balloon.